Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would did not boot up. The fse performed the diagnostic tasks and found that the voltage of the bios battery was too slow. The fse replaced the bios battery. After the replacement of the bios battery, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.